Event description:
A customer was contacted by beckman coulter inc. (Bci) in regards to access accutni assay performance and indicated an occurrence of non-reproducible false positive troponin (accutni) result generated by synchron lxi 725 clinical system on one patient sample a few months ago. The result was reported out of the laboratory, and questioned by the physician. Repeat test was performed per physician's request and produced a result within the normal reference range. The customer could not provide the specific patient results. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure in place to verify unexpected results prior to reporting results. Repeat procedure details and criteria were not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.